Event description:
It was reported that an "air leak was heard from ventilator circuit, the carers thought there was a split somewhere in circuit. The child needed to be manually ventilated during the check and it was noticed that the antibacterial filter had split in half. Part of our safety checklist is ensuring spare equipment such as the filter is readily available so the filter was changed quickly and child reconnected to ventilator". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer provided a photo. A visual exam was performed on the photo and the defect could not be observed. Ten pieces of the same product code were selected from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. In addition to the visual exam, leak testing was performed on the production samples. No issues were encountered. All ten samples passed the testing. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an "air leak was heard from ventilator circuit, the carers thought there was a split somewhere in circuit. The child needed to be manually ventilated during the check and it was noticed that the antibacterial filter had split in half. Part of our safety checklist is ensuring spare equipment such as the filter is readily available so the filter was changed quickly and child reconnected to ventilator". No patient injury or harm reported. Patient condition reported as "fine".